Event description:
EKG changes noted on monitor. Md made aware. EKG tracing became unreadable due to artifact and irregular display. Defib patches placed on patient immediately. Normal sinus rhythm noted. Patient was monitored on crash cart while we troubleshooted the xper system.